Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose levels 30 mmol/l. Customer stated that cannula was bent. Troubleshooting was performed. The product will not be returned for the analysis.